Event description:
Procedure type: unk. Reportedly, the trocar was having problems with insufflation flow. The flow appeared to be stopped up. The trocar was removed and a competitive port was used to complete the procedure. There was no reported patient injury from the device.